Event description:
On 19-feb-2026, a facility representative reported via (B)(4) that an ar-9676t augmented drive shaft locking reamer got bound up, and would only move as one piece as opposed to the inner sheath rotating freely within the outer sheath of an ar-9597-20 angled reamer sleeve. The reverse total shoulder arthroplasty was completed successfully by using another tray, with no patient affected.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.